Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, noise oversensing, impedance issue, failure to capture on the atrial (ra) lead. During the procedure, a lead dislodgement was noted, on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to capped and replace the rv and ra lead. The patient was in stable condition.